Event description:
A physician reported that a radius multi-angle rapid screw placed at s1 fractured post-operatively. Revision surgery has been neither performed or scheduled and no adverse consequence to the patient has been reported.

Manufacturer narrative:
The device remains implanted in the patient; an evaluation can not be performed. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. Initial surgery was performed on (B)(6) 2021. Per additional correspondence, patient did not experience any pain due to the event, patient did not fall post initial surgery, activity level of patient is unknown, bone quality is unknown. No complications were reported during initial surgery. Surgical notes were not provided. From radius surgical technique: the patient must be warned that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) he/she should be warned that resultant forces can cause failure of the device. A root cause of the reported event can not be determined. Excess activity level of the patient, poor bone quality, inadequate initial construct/ too much residual stress on the construct may contribute to this failure.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that a radius multi-angle rapid screw placed at s1 fractured post-operatively. Revision surgery has been neither performed or scheduled and no adverse consequence to the patient has been reported.